Event description:
Caller reported alarm 2 and alarm 26 indicating an occlusion event that occurred earlier in the day. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. No further assistance was needed, and the case was closed.